Manufacturer narrative:
Analysis received the two units with one of two units found with a needle occluded. The remaining unit passed per inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the reservoir has a prime fill anomaly. The customer's blood glucose was 234 mg/dl at the time of incident. The reservoir will be returned for analysis.